Manufacturer narrative:
(B)(4). It was reported that while removing the mynxgrip vascular closure device (vcd) tamping stick (advancer tube) from the patient¿s tissue tract, a significant amount of sealant was noted to be stuck on the tamping stick. Manual compression was applied for approximately 15 minutes to achieve hemostasis. The vcd was used in conjunction with a 7f procedural sheath for femoral closure following a diagnostic coronary procedure. The vcd was stored per labeling and the storage temperature did not exceed 25 °c. The patient¿s hospitalization was not extended as a result of the event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was fully retracted and the advancer tube was properly engaged to the distal tamp lock. The syringe was separated from the device and vacuumed lock as received. The sealant was soaked in blood and covering the balloon. The condition of the returned device indicates a sealant dislodged issue which may have been caused by the advancer tube not being held in place during the device withdrawal. The advancer¿s tube distal tip was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. A review of the manufacturing documentation associated with lot f1708702 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The reported event as the sealant stuck to device components was confirmed. Based on the information provided, the condition of the returned device and the investigation performed, the root cause of reported event may have been attributed to incorrectly following the instructions for use (IFU), resulting in the sealant being dislodged (stuck to device components) during the procedure. Per the mynxgrip instructions for use (IFU), lbl9288_b, step 3: remove device, it instruct users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen (figure 6). Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that while removing the mynxgrip vascular closure device (vcd) tamping stick (advancer tube) from the patient¿s tissue tract, a significant amount of sealant was noted to be stuck on the tamping stick. Manual compression was applied for approximately 15 minutes to achieve hemostasis. The vcd was used in conjunction with a 7f procedural sheath for femoral closure following a diagnostic coronary procedure. The vcd was stored per labeling and the storage temperature did not exceed 25 °c. The patient¿s hospitalization was not extended as a result of the event. The vcd will be returned for analysis.